Event description:
During a pt transport the device was alarming. When checked the ventilator was noted to be cycling and the pt was stable with no signs of distress. Manual ventilation was necessary to support the pt while troubleshooting attempts were made. The alarm condition could not be silenced, the transport continued with add'l monitoring, the ventilator was delivering the set pressure/rate and the pt's condition was stable. On arrival the pts arterial blood gas values were ph of 7.55, c02 of 4.4 and be of 5.9. No pt injury or adverse event was reported.

Manufacturer narrative:
Device has been returned for eval. Once the device has been evaluated the MFR will file a f/u report detailing the results of the eval.